Event description:
It was reported that during a percutaneous coronary intervention, shaft break occurred. A 2.50mm x 20mm liberté stent was selected and advanced to the lesion. The device was connected to an indeflator. During suction, it was observed that there was blood in the suction syringe. The device was withdrawn and it was found out that the shaft of the stent delivery system was broken. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous coronary intervention, shaft break occurred. A 2.50mm x 20mm liberté stent was selected and advanced to the lesion. The device was connected to an indeflator. During suction, it was observed that there was blood in the suction syringe. The device was withdrawn and it was found out that the shaft of the stent delivery system was broken. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) with the inner packaging pouch. The batch number on the returned packaging matched the reported batch number and the batch number on the device. The balloon was tightly folded. The stent was secure on the balloon in between the markerbands. The hypotube was fractured 57.5 cm from the hub. The fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device and stent presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).